Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was replaced due to occlusion. The valve was explanted and replaced with a new valve.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow and pre-implantation testing. Proteinaceous debris was observed within the interior and exterior of the valve. The valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.